Event description:
It was reported that the asymptomatic patient presentedly remotely via merlin.net transmission. Upon review, the pulse generator exhibited myopotential oversensing on low level, high frequency noise; which was inhibiting pacing. Programming change had been made to resolve the issue. The patient remained stable, and would continue to be monitored with routine follow-up.